Event description:
According to the rptr, while performing an autopsy, a guidewire was found. The guidewire was located from the inferior vena cava, through the superior vena cava, and to the right atrium. The rptr does not feel the guidewire contributed to the pt's death. No lesions or thrombi associated with the guidewire were found at the time of autopsy. Date of event is listed as date of death since it is unk when the guidewire was inserted.